Event description:
Boston scientific received information that high pacing impedance measurements were observed on the cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead during follow-up. However, the x-ray showed no visible failure. A lead revision was done and all other values were normal, thereafter. The device remains in service and the ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.